Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncopal and pre-syncopal episodes and hypotension. The patient's blood pressure dropped whenever the patient was raised from a lying to seated position. No further information could be obtained after multiple follow-up attempts. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.